Event description:
Rep reported that surgeon was unable to get consistent setting readouts with the indicator tool. After many attempts the valve was finally programmed by angling the reprogramming tool about 10 degrees off of the scalp and it was confirmed radio graphically. Device is still implanted.

Manufacturer narrative:
It has been communicated that the device and/or lot information is not available for evaluation. Without the device and/or lot information it is not possible for codman to conduct a proper investigation. If at some point the device and/or lot information does become available, this complaint will be re-opened, evaluated and a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed.